Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint failed to conduct energy. The instrument failed electrical continuity test. Additional observations not reported by the customer: the instrument was found to have a segment of the conductor wire dislodged from connector at back end. The wire insulation was not damaged, and the instrument failed an electrical continuity test. The instrument was also found to have charring and localized melting at the grip base on the exterior of the grips.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument failed to conduct energy. The procedure was otherwise completed with no reported injury.